Event description:
It was reported that the customer was hospitalized due to high blood glucose of 400mg/dl. Troubleshooting was performed. It was stated that the customer was very anxious to have her insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.